Event description:
It was reported that during a lsh procedure, the device was being used to coagulate. They stopped to clean the device and the pad fell off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.